Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented to clinic. Interrogation of the device revealed that the atrial lead capture thresholds were high, leading to some loss of capture. The lead was capped and replaced on (B)(6) 2021. The patient was asymptomatic and in stable condition.